Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the glidescope core smart cable used during the reported event was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and was able to confirm the reported image failure. When connected to verathon's known, good, test equipment, the cable produced an intermittent image. In addition, flexing the cable by the connector on the monitor end caused the image to split, then displayed horizontal green/pink lines. The customer's smart cable failed verathon's device functionality testing. Upon completion of verathon's device evaluation, the device was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, the image completely blacked out. The patient's airway was able to be secured after multiple attempts, with both direct laryngoscopy and using a different glidescope system which was made available in an unspecified time. It was reported that jiggling the smart cable connector on the monitor end causes the issue. No delay in the procedure or harm to the patient was reported.